Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker exhibited far-r oversensing. No intervention was made. The patient status was unknown.